Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely with noise over-sensing from the atrial lead. The issue caused inappropriate tracking and pacing in the right ventricle, which led to the patient experiencing some discomfort. Lead was explanted and replaced on (B)(6) 2021. Patient was stable after the procedure.

Manufacturer narrative:
Correction : removal of d6b.

Event description:
New information received noted that lead was capped and replaced instead of explanted and replaced.